Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance in the unipolar and bipolar configurations. The bipolar impedance had been decreasing for the last 1.5 years; there was no historical data in unipolar. High capture threshold of 2.75 v at 0.5 ms was also observed in bipolar. The lead was replaced.